Event description:
The lumenis laser brought in by the agiliti representative did not fit properly on to our microscope. It almost fell during the procedure on to the patient but was caught by the surgical technician.